Manufacturer narrative:
The reported event of low high voltage impedance was reported to abbott. The device was no returned for analysis; however, device records were reviewed by an abbott software engineer who confirmed the low impedance alert. It appears that the first programmer that was used received a value of 0 ohms for the impedance; hence the low impedance alert. The root cause was unable to be determined.

Event description:
Related manufacturer reference number: 2017865-2023-35606. During a device check, the day following implant, low defibrillation impedance was observed on the right ventricular channel. A subsequent interrogation found the measurements to be in range. The patient was stable and will continue to be monitored.